Manufacturer narrative:
Device not returned. Still implanted.

Event description:
The patient had used his inspire therapy as normal during the night and shut the device off after waking up. Shortly after this the patient states the device again came on by itself and he was unable to turn the device back off with his remote. After calling for assistance with this he was directed to go to the clinic for help turning the device off. At the clinic while using the 2740 programmer for analyses the device was reading therapy off but the patient stated he was still receiving stimulation and that it felt like it was getting stronger. After working with the staff over the phone to help discontinue therapy the physician stated the patient was having some muscle contractions in the face that he described as "fish face like" that he thought was a side effect of the prolonged stimulation. This subsided within 10 minute after stimulation had been stopped.